Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is an inherent risk while using this device

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. Difficulty was noted while gaining transseptal access with a brk needle and a pericardial effusion occurred. The procedure was continued but the patient became hypotensive when ablating the pulmonary veins. An ultrasound revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.